Manufacturer narrative:
Philips has investigated this complaint. The customer reported to the philips remote service engineer (rse) that the system failed to initiate the start-up sequence, despite multiple attempts to restart it. However, the issue was resolved by performing a full power down followed by a restart, and no further service was needed. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.